Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump is alarming no disposable. The pump was silenced, reviewed settings and restarted the pump, pump was running. Ensured the clamp was reopened. There was no patient injury reported.